Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor cartridge was found to be corroded. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running on its own.